Event description:
Event description cpi received information that this bipolar lead was explanted due to high thresholds. The physician elected to perform an invasive procedure and replace the lead with a new bipolar lead.